Manufacturer narrative:
Philips investigated the reported complaint. Based on the additional information collected, the patient was moved to another room to complete the procedure. A philips remote service engineer reviewed the system remotely. The remote service engineer reviewed the log files and confirmed a power loss issue affecting the flex vision pc, l arc power supply, and foot end table connections. The customer checked all fuses and reset the main breaker. After these actions, system functionality was restored. Later, the issue occurred again. The remote service engineer ordered replacement parts, and the customer replaced the biplane footswitch, power supply, circuit board, and flex vision pc. After the replacements, the system was restored to service and confirmed to be in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system shut down on its own. The user manually powered on the flexvision, but the issue persisted. The user toggled the main breaker on and off, which then restored the system's functionality. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.